Manufacturer narrative:
Reported potential lot numbers: 19d027 or 19e030. (B)(6). Each reported lot was manufactured: 19d027 between 01apr2019 and 03apr2019 and 19e030 between 21may2019 and 22may2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked from an unspecified location. The set was filled with ropivacaine 0.2% 5ml/hour diluted in 240ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.